Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned treatment which was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's footswitch was unable to trigger imaging. The philips field service engineer (fse) visited onsite and upon functional testing, the fse confirmed that the wired footswitch was not working properly. The defective wired footswitch was returned for analysis, and it confirmed defect in cables. To resolve the reported issue, the fse replaced the wired footswitch. After replacement the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.